Event description:
It was reported that the right atrial lead impedance was low. Physician was aware of low impedance and had programmed the lead to unipolar configuration. Patient complained of increasing shortness of breath. It was suspected that the shortness of breath could have been due to inappropriate mode switch due to atrial lead noise on the unipolar sensing channel or the increasing heart failure. The impedance values were similar even when tested in bipolar configuration. P wave was stable and capture threshold was adequate. Noise could be seen upon patient movement. The patient had complete heart block and the physician elected to monitor the lead at this stage. No other adverse events were observed.